Manufacturer narrative:
A clip was received not completely closed. No conclusion could be reached on how the reported event occurred. Video provided showed that the applier used is not an ethicon device. The lt400 clip is only indicated to be used with corresponding ethicon ligaclip appliers. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what device was being used with the clips? What procedure was being performed? What were the indications for surgery? Were any issues noted with clip formation intra-operatively? What structure was being clipped? Will the device or clips be returned for analysis? The complaint references, ¿annex staple in question¿ ¿ what does this mean? What is the patient¿s current condition? Response received: "the device did not close completely." Describe damage or other outcome: patient required additional intervention (exploratory laparotomy) because of located hematoma within the abdominal region. Two days before, a laparoscopic cholecystectomy was performed on the same patient by another surgeon. What action was taken/required to manage the problem during procedure: conventional ligation using suture (silk) was required by the hcp.

Event description:
It was reported that during an unknown procedure, occupation: through this conduit I would let you know that we re-operated the patient as he presented bleeding. The surgeon who performed the re-operation brought to us cystic staples were loose, requiring conventional suture with silk. The clip actually shows that not close completely, we do not know if this question is properly from the staple or stapler. Annex staple in question. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Photographic analysis: at the left side on the top one clip can be appreciated, the clip appears to be not completely closed. Based on the photo alone the event described is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). Batch #: n5471g, n5477w, n5414a, n54645, n5459p, n5419e, n54098, n53r94. A clip was received not completely closed. No conclusion could be reached on how the reported event occurred. Video provided was reviewed and based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause. It is possible that the clip formation can be affected while the device was not properly formed. The batch history records of associated lot number provided were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.